Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02331. It was reported that the patient presented in the emergency department with unrelated symptoms. Upon interrogation, the right ventricular lead exhibited noise oversensing that led to noise reversion and was binned as high ventricular rates and the right atrial lead exhibited low pacing impedance and noise oversensing that led to inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.